Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020, lot number 215114199 showed that the device was kinked on the loop. Additionally, it showed that the mapping catheter was stuck inside the introducer, and unable to be advanced further. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue of the mapping catheter being stuck or not being able advance beyond the introducer was confirmed through product testing. The reported mapping catheter failed the returned product inspection due to the kink on the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was broken as it was difficult to load into the balloon and would not advance beyond the introducer. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.